Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient saw her doctor yesterday and the doctor had to readjust the patient's settings. The patient wasn't emptying her bladder and the doctor emptied just a little over 1500cc of urine by cathing her. She is back to the way she was before she had the implant done. Patient is having to push to pee. Two hours ago she started having like uti symptoms of burning pain. Patient said she had got a message on the handset that said reboot recover. She wanted to know if that could have caused the return of symptoms. Patient turned the handset off and on and the message cleared. The patient's symptoms started yesterday. Checked patient's current settings and she was on program 1 at 1.0v. She thought before she was on program 3 at .8v. Before the doctor changed the settings. On the call she decreased the stimulation to .8, it didn't relieve the discomfort. Patient decided to leave setting at .8. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported continued issues with therapy not working for urine retention. They inquired if they could increase stimulation past "2." The potential for implants upper limit in amplitude was reviewed with the patient. The patient also mentioned feeling soreness like they stretched too much. They stated they had done housekeeping and had bent when doing dishes and getting to the dishwasher. Therapy expectations were reviewed, and it was recommended they follow up with their doctor. Six days later, they called back. While connecting their new communicator to their handset, the patient stated they wanted to decrease their stimulation because they were having a return of symptoms. They had been experiencing their symptoms since their date of implant (doi). They stated they had urine retention and that they measured the amount of liquids they would intake and output. They mentioned they could not tell if their bladder was full, so they needed to sometimes go to their healthcare provider to have an ultrasound to know. They had previously worked with their healthcare provider to adjust their stimulation, and saw them turn the stimulation off. The patient stated they saw a message while connecting to their ins saying their communicator had only 18% power. External device usage, external device recharging, and therapy expectations were reviewed. They stated they were on program 1 at 2.2 volts, and their therapy was off. They turned their stimulation on and decreased to 1.8 volts. The patient was encouraged to keep a voiding diary, and to observe their symptoms for a while before they adjusted their stimulation again. The patient stated they could feel "it" constantly, even when their stimulation was off. When their stimulation was off, they could feel their "battery," and where their lead was placed when they sat in certain positions, and stated it was uncomfortable. They could feel their implanted system like that as well since their doi. Also while walking the patient through how to connect their communicator to their handset, they mentioned they had experienced a urinary tract infection (uti) (no allegation related to device/therapy) about three weeks ago (about (B)(6) 2021). They also stated they had experienced this after having a c. Diff infection (no allegation related to device/therapy) from the intravenous (IV) and oral antibiotics they had taken from their surgery. The patient said the c. Diff infection occurred within the two weeks after their doi. No further action was taken by the manufacturer help line. The patient was redirected to their healthcare provider to further address the issue. They stated they had an upcoming healthcare provider appointment set for around (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.